Event description:
Per the published literature, a physician reports that a pt had routine phacoemulsification and iol implantation in the right eye. The peroperative refraction in the right eye was_6.75_3.5_85. The optical axial length was 27.45 mm and the anterior chamber depth (acd), 3.23 mm. A 9.5 d akreos adapt iol was implanted, with a target refraction of_0.27 d. Three weeks postoperatively, the refraction was _0.25_0.25_35 and corrected distance visual acuity (cdva), 6/6. Four months later, dense posterior capsule opacification (pco) was seen and a neodymium: yag laser posterior capsulotomy was performed. Nine months after the surgery, the refraction was c2.00_1.00_40 with a cdva of 6/5 (c1.87 d shift in spherical equivalent). B-scan ultrasonography and optical coherence tomography showed posterior displacement of the optic, rotation of the haptics anteriorly, and a clear space between the anterior surface of the optic and the anterior capsule. The iol optic was 2.4 mm posterior to the iris place. The pt declined further treatment.

Manufacturer narrative:
Hyperopic shift from posterior migration of hydrophobic acrylic intraocular lens optic. J cataract refract surg 2010;36-161-3. Posterior capsule opacification is an inherent risk of cataract surgery.